Manufacturer narrative:
A ge service rep performed an on site nvestigation. The ps3 power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was discovered during a pm that the vertical lift column on the 8800 system would not go up. No pt injury was reported.